Manufacturer narrative:
(B)(4). Product evaluation pending. Issue is being reported as alert could not be cleared by operator.

Event description:
It has been reported that the shock button did not function properly during a self test.